Manufacturer narrative:
Correction: in initial report, device manufacturer date was inadvertently provided as 5/1/2015, however, the device manufacturer date is 5/19/2015. This follow up report has the correct date. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. Although, the field service was not able to duplicate the poor vacuum/suction reported and found the vacuum calibration within specifications, it was found that the strain gauge assembly was sticking. The strain gauge assembly was replaced. In addition, the field service tested and evaluated all handpieces that were used on the day of incident. The field service found the handpieces to be working properly. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated there was no vacuum/suction in sculpt mode, hence, the corneal burn occurred.